Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient¿s spouse inserted a new sensor into the abdomen in the late evening of (B)(6) 2021, and they went to sleep during the sensor warm up period. The following morning the patient awakened with nausea and did not feel well (fatigued and had no appetite). The sensor readings throughout the day were 70-100 mg/dl. The husband attributed the symptoms to a stomach flu. Later that evening her symptoms worsened, and she was moaning. He called emergency medical services (ems) and upon arrival an electrocardiogram (EKG) showed irregularities and ems suspected a possible heart attack. The bg meter reading by the paramedics showed high which was above 500 mg/dl, and the cgm reading was 70-80 mg/dl. At the emergency room (ER) the bg was 993 mg/dl and the cgm was below 100 mg/dl. Unspecified heart and kidney function issues were identified which were attributed to the high bg, and it was determined that the patient was not having a heart attack. The patient was admitted to ICU with a bg in the 900¿s mg/dl, and the husband did not recall what specific treatments were provided. The bg stabilized in the 200¿s mg/dl within two days. During the hospitalization, medical management of diabetes was also addressed (kidney function and heart issues) and the patient had a cardiac catheterization, stent placement, and 2 blood transfusions. She was discharged on (B)(6) 2021, in weak, but fair condition with unspecified new medications and some lung congestion from the fluids given for the recent heart procedure. A cgm sensor and tandem t:slim insulin pump tubing were inserted the evening before hospital discharge on (B)(6) 2021. At the time of the call, the patient had some nausea, a poor appetite, was weak and required assistance to the bathroom. The spouse was testing the patient's blood glucose 1-2 times a day, home heath was addressing mobility issues, and a video medical doctor (md) visit was scheduled for later that afternoon, and with cardiology the following week. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.